Event description:
A report was received that the patient's original battery site was not healing properly. Antibiotics were given as well as proper bathing instructions. The patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the pocket site was not infected. The complications were due to the procedure. The antibiotics were given as a precaution.

Event description:
A report was received that the patient's original battery site was not healing properly. Antibiotics were given as well as proper bathing instructions. The patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively.